Manufacturer narrative:
Testing and investigation found at power up, the device alarmed for 11/004 less than 2.0 volts on lithium battery) service code alarm. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
During verification testing at the service center, the device alarmed with a 11/004 (less than 2.0 volt on lithium battery) service code.